Manufacturer narrative:
IF PERTINENT INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED NOISE, OVERSENSING AND OUT OF RANGE PACING IMPEDANCE MEASUREMENTS GREATER THAN 3000 OHMS. TECHNICAL SERVICES (TS) NOTED THE NOISE WAS AFFECTING PACING. TS ALSO NOTED THERE WAS PACING INHIBITION FOR MORE THAN TWO SECONDS. TS RECOMMENDED REPROGRAMMING OPTIONS AND RECOMMENDED FURTHER LEAD EVALUATION. THIS RV LEAD REMAINS IN SERVICE AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Event description:
It was reported that this right ventricular (RV) lead exhibited noise, oversensing and out of range pacing impedance measurements greater than 3000 ohms. Technical Services (TS) noted the noise was affecting pacing. TS also noted there was pacing inhibition for more than two seconds. TS recommended reprogramming options and recommended further lead evaluation. This RV lead remains in service and no additional adverse patient effects were reported.Additional information was received and it was reported that the device was reprogrammed to AAIR to prevent sensing on the RV channel. This RV lead remains in service and no additional adverse patient effects were reported.Additional information was received and it was reported that this RV lead was explanted due to a product performance anomaly. This RV lead was successfully replaced, and no additional adverse patient effects were reported. This RV lead has not been returned for analysis.Additional information was received and it was reported that this RV lead was explanted due high out of range pacing impedance measurements which indicated a fracture in the lead. No additional adverse patient effects were reported. No additional adverse patient effects were reported. This RV lead has not been returned for analysis.

Manufacturer narrative:
THIS DEVICE REMAINS IN SERVICE AND WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED NOISE, OVERSENSING AND OUT OF RANGE PACING IMPEDANCE MEASUREMENTS GREATER THAN 3000 OHMS. TECHNICAL SERVICES (TS) NOTED THE NOISE WAS AFFECTING PACING. TS ALSO NOTED THERE WAS PACING INHIBITION FOR MORE THAN TWO SECONDS. TS RECOMMENDED REPROGRAMMING OPTIONS AND RECOMMENDED FURTHER LEAD EVALUATION. THIS RV LEAD REMAINS IN SERVICE AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. ADDITIONAL INFORMATION WAS RECEIVED AND IT WAS REPORTED THAT THE DEVICE WAS REPROGRAMMED TO AIR TO PREVENT SENSING ON THE RV CHANNEL. THIS RV LEAD REMAINS IN SERVICE AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. ADDITIONAL INFORMATION WAS RECEIVED AND IT WAS REPORTED THAT THIS RV LEAD WAS EXPLANTED DUE TO A PRODUCT PERFORMANCE ANOMALY. THIS RV LEAD WAS SUCCESSFULLY REPLACED, AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. THIS RV LEAD HAS NOT BEEN RETURNED FOR ANALYSIS. ADDITIONAL INFORMATION WAS RECEIVED AND IT WAS REPORTED THAT THIS RV LEAD WAS EXPLANTED DUE HIGH OUT OF RANGE PACING IMPEDANCE MEASUREMENTS WHICH INDICATED A FRACTURE IN THE LEAD. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. THIS RV LEAD HAS NOT BEEN RETURNED FOR ANALYSIS.

Manufacturer narrative:
THIS DEVICE REMAINS IN SERVICE AND WAS NOT RETURNED FOR ANALYSIS; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED NOISE, OVERSENSING AND OUT OF RANGE PACING IMPEDANCE MEASUREMENTS GREATER THAN 3000 OHMS. TECHNICAL SERVICES (TS) NOTED THE NOISE WAS AFFECTING PACING. TS ALSO NOTED THERE WAS PACING INHIBITION FOR MORE THAN TWO SECONDS. TS RECOMMENDED REPROGRAMMING OPTIONS AND RECOMMENDED FURTHER LEAD EVALUATION. THIS RV LEAD REMAINS IN SERVICE AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. ADDITIONAL INFORMATION WAS RECEIVED AND IT WAS REPORTED THAT THE DEVICE WAS REPROGRAMMED TO AAIR TO PREVENT SENSING ON THE RV CHANNEL. THIS RV LEAD REMAINS IN SERVICE AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. ADDITIONAL INFORMATION WAS RECEIVED AND IT WAS REPORTED THAT THIS RV LEAD WAS EXPLANTED DUE TO A PRODUCT PERFORMANCE ANOMALY. THIS RV LEAD WAS SUCCESSFULLY REPLACED, AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. THIS RV LEAD HAS NOT BEEN RETURNED FOR ANALYSIS.

Manufacturer narrative:
IF PERTINENT INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THIS RIGHT VENTRICULAR (RV) LEAD EXHIBITED NOISE, OVERSENSING AND OUT OF RANGE PACING IMPEDANCE MEASUREMENTS GREATER THAN 3000 OHMS. TECHNICAL SERVICES (TS) NOTED THE NOISE WAS AFFECTING PACING. TS ALSO NOTED THERE WAS PACING INHIBITION FOR MORE THAN TWO SECONDS. TS RECOMMENDED REPROGRAMMING OPTIONS AND RECOMMENDED FURTHER LEAD EVALUATION. THIS RV LEAD REMAINS IN SERVICE AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. ADDITIONAL INFORMATION WAS RECEIVED AND IT WAS REPORTED THAT THE DEVICE WAS REPROGRAMMED TO AAIR TO PREVENT SENSING ON THE RV CHANNEL. THIS RV LEAD REMAINS IN SERVICE AND NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
Device Technical Analysis: This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted. Device History Record Review: A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Labeling Review: Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Risk Assessment: A Risk Review was completed and confirmed that the event of Pacing Impedance High Out Of Range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.